Manufacturer narrative:
The insulin pump had intermittent button response due to flattened act button dome switch. No button error alarm during testing. The insulin pump was received with minor scratched liquid crystal display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported the buttons on the insulin pump were not working. Device has had the same alarm five times in the past. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.